Event description:
It was reported that the patient came to an appointment, since he hears an annoying sound together with his normal audition. It is not painful; however unpleasant. All external parts have been exchanged, but the unpleasant sound remained. All thr and mcl values were set to their minimum value, but the annoying sound remained unchanged. Testing does not show anything abnormal, values are on average, however expert testing showed an abnormal behaviour.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.